Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp.(omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (b30) occurred about the subject device. The subject device is now working properly again. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by the service department of olympus europe se & co. Kg (oekg) observed, dust inside the device. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the following. The connector of the endoscope plugged into this device was wet. Poor electrical contact, because the customer didn't clean the socket sufficiently. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h3, h4, h6 and h10. The device evaluation was included in 8010047-2020-05635. Additionally, olympus was informed that the device was cleaned to remove the dust by the service department of olympus europe se & co. Kg (oekg). The instructions for use include statements that may prevent this event: "avoid using the video system center in a dusty environment. This may damage the video system center. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.".